Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Physician reported left side extracapsulare rupture. Device was explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side extracapsulare rupture. Device was explanted.